Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material on pebax and it was noted that the edge on the pebax was separated from the electrode, causing parts exposed it was initially reported by the customer that 106 alert code occurred after catheter plugged into carto and before first ablation as tip threaded through distal end of sheath (distal exit). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The customer¿s reported sensor error message is not considered to be MDR reportable since the warning functioned as intended. On 17-jan-2024, the bwi pal revealed that a visual inspection of the returned device found a reddish material on pebax and it was noted that the edge on the pebax was separated from the electrode, causing parts exposed. These findings were reviewed and determined these issues were MDR reportable.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there is a reddish material on pebax and it was noted that the edge on the pebax was separated from the electrode, causing parts exposed. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to the damage caused by the reddish material on pebax. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the electrode separation issue. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer's reported sensor issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).